Event description:
Patient information and indication for lead extraction unknown lead extraction procedure commence on the right side of the chest using a glidelight device. Leads were prepped with llds. Physician then chose to move to the left side of the chest and went in with a cook evolution. While using the cook device, the patient's blood pressure dropped and an svc tear was discovered. Bridge was deployed. Repair was successful and the patient survived the procedure. Postmarket surveillance spoke with rep on 15 nov 2021 re: further case detail. Rep stated that three leads were present in the patient: an active ra and rv lead implanted on the right side, with an abandoned ra lead present on the left side. This was considered a high risk case so tee was being monitored constantly throughout the procedure. The physician went through the r side, and successfully extracted one of the leads. However, the second lead was wound around the abandoned ra lead, which necessitated them going in the left chest to attempt removal of the abandoned ra lead to remove the second lead from the right chest. The representative stated it was approximately 10 minutes between the lead extraction from the right side to then accessing the left side to attempt the extraction of the abandoned lead. On the left side, the glide light device was advanced approximately halfway through the subclavian vein before the device was removed and the physician switched to a cook evolution. From the left chest, the glidelight was not in the region of injury (svc). The rep stated the patient's blood pressure dropped while the cook device was in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).